Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during vns implant surgery, the tablet device showed an ¿unable to open port¿ message when attempting to interrogate the new generator that was in the sterile packaging. The tablet was unplugged to a power outlet, the wand battery was replaced, the connections were re-secured, and slight pressure was placed on the connection to the adaptors; however, the issue did not resolve and the tablet was also unable to interrogate a demo device. The surgeon was unable to advance to the screen that prompts ¿start interrogation¿ but was able to advance to other screen options. Another tablet device was used for the case. The suspect tablet device has not been returned to date.

Manufacturer narrative:
The initial report inadvertently did not report that a replacement cable was provided. The suspect device is the cable and not the tablet device itself. The initial report inadvertently reported this data incorrectly.

Event description:
A replacement tablet serial usb cable was provided to the user. It was reported that the suspect tablet serial usb cable was returned for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable, and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable appearing to be stress-related. Once the wire was soldered onto the serial cable pcb, not further anomalies were identified.